Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon burst in normal pressure at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found a kink in the hypotube. The kink was located at 17.5cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. An examination of the balloon found no tears or damage. The device was attached to an encore inflation unit and the balloon was inflated and deflated to its rated burst pressure on three or more occasions and no leaks noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon burst in normal pressure at 6atm. The procedure was completed with another of the same device. No patient complications were reported.